Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was above 600 mg/dl with extreme thirst. A loss of prime issue was reported. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged serious injury was attributed to a pump malfunction.

Manufacturer narrative:
Follow-up #2: date of submission 06/24/2015.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 08/11/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed loss of prime issues. On (B)(6) 2015 at 14:55 a loss of prime warning occurred; deliveries resumed at 15:43. The pump was manually suspended on (B)(6) 2015 at 16:13 and manually resumed at 17:10. On (B)(6) 2015 at 12:21 a loss of prime warning occurred; deliveries resumed at 15:24. The total daily dose history was appropriate per the users programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The force sensor calibration was found to be within specification. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.